Event description:
It was reported tha the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units after the cartridge had been overfilled with insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The t: slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.